Manufacturer narrative:
The device has not been received for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
In (B)(6) 2011, the patient was hospitalized for pulmonary embolism and deep vein thrombosis (dvt). At this time, a greenfield vena cava filter was implanted in the patient via the right transfemoral at the l1-l2 level. The patient suffered severe, possibly permanent injuries and emotional distress. No further complications were reported.